Manufacturer narrative:
Product analysis: ¿ as found condition: the marathon catheter and the asahi chikai 10 guidewire were returned for analysis within a shipping box, a sealed bio-pouch, and an opened marathon inner pouch (d015794). ¿ damage location details: no damage was found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal marker/tip was found to be separated from the catheter. The tubing material of the separated end exhibited plastic deformation (jagged edges), indicating the tip separated, suggesting tensile failure. The chikai 10 guidewire distal tip was found bent. The characteristic of the bent guidewire distal tip is consistent with tip shaping. ¿ testing/analysis: the chikai 10 guidewire distal outer diameter (od) was measured to be 0.00955¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a guidewire protruded through the marathon catheter and the catheter separated. The patient suffered from an acute rupture of a brainstem arteriovenous malformation (avm). The doctor intended to embolize it and chose a transvenous approach. During probing with the marathon catheter - as described in the instructions for use (IFU) - via the straight sinus at the junction with the galenic vein, a situation occurred where the microcatheter could no longer be advanced distally. The physician was also unable to push the wire through the distal tip. He then observed on the x-ray image that the wire tip was exiting the microcatheter proximal to the distal marker. When pulling back the wire, the distal tip separated from the microcatheter. The tip remained in the patient, but the rest of the catheter could be removed from the patient without any issues. The procedure was then completed using a new marathon catheter. The catheter broke during use. There was force applied during delivery or removal. There was no friction or difficulty during infection. The catheter was not entrapped or stuck. There was no vasospasm. The distal broken segment remains at the junction of the straight sinus and the galenic vein. Only a few mm of the distal tip of the catheter broke off. No medical or surgical intervention is required. The devices were prepared as per IFU and the catheter was flushed as per IFU. Vessel tortuosity was minimal. The access vessel was the vena femoralis. Ancillary device envoy guidecatheter, asahi chikai 10 guidewire

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was severely affected but related to their illness; it was not indicated that this had any relationship to the event. The patient had no additional symptoms/complications due to the catheter tip detachment. No additional action or intervention was taken regarding the catheter tip remaining in the patient's body. No images are available.